Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent two more procedures; on (B)(6) 2007 obtryx was implanted, and on (B)(6) 2012 advantage was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui, cystocele, overactive bladder and somewhat small capacity bladder. It was reported that on (B)(6) 2009 patient underwent cystoscopy with excision of vaginal mesh. On (B)(6) 2008 patient underwent revision of vaginal wall erosion. On (B)(6) 2012 patient underwent robotic assisted transabdominal sacrocolpopexy, cystoscopy and mesh placement with complication of small bladder laceration. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It has been reported that the patient underwent an excision of mesh on (B)(6) 2012 concurrently with cystoscopy due to vaginal mesh erosion.